Event description:
Patient has defective levemir flexpens that will not inject insulin, but will shoot all over the kitchen counter. Dose, frequency and route used: inject 50 units subcutaneously at bedtime. Therapy dates: (B)(6) 2011 to present.